Event description:
Boston scientific crm received information that this patient came to the hospital after experiencing loss of speech capabilities and an odd sensation in his right arm. A 24-hour ECG was performed, which revealed a four second pace inhibition. A few days later, during follow-up, the pacemaker evaluation revealed several ventricular tachycardia episodes. The noise was not reproducible through manipulation. The patient has a ventricular escape rhythm in the 30's. A boston scientific technical services (ts) consultant reviewed the ventricular device electrograms from this visit, and concluded noncardiac signals, consistent with electrode (metal-to-metal) contact. Ts speculated a right ventricular (rv) lead damage concern, as this noise was not typical of myopotential origin. Two days later, a revision procedure was performed. The chronic rv lead was surgically abandoned, and the chronic pacemaker was explanted. New products were successfully implanted and the explanted pacemaker will be returned. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Through analysis, as the device was shown to have met all design specifications, it is unlikely that it contributed to the issues observed clinically.